Manufacturer narrative:
There were no reports of a device deficiency. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. It should also be noted that the patient was considered in a high risk category for dvt. Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A (B)(6) male patient weighing (B)(6) was hospitalized for intracerebral hemorrhage (ich). The reason for therapeutic ivtm was for normothermia. There were no conditions causing the patient to be non-ambulatory prior to hospitalization. There were no adjunctive temperature management or relative procedures performed on the patient. The patient was a high risk patient because the patient had a gene mutation that made him more susceptible to blood clots called factor v leiden. This gene mutation results in thrombophilia which increases the tendency to form abnormal blood clots that can block blood vessels. Patient was not on any pharmacologic prophylaxis for first 48 hours after initial medical event; scds (sequential compressions device) was placed to prevent dvt formation. A zoll quattro catheter was successfully placed into the left femoral vein on (B)(6) 2015. Catheter insertion was smooth and made in one attempt. It is unknown what level of experience the physician has with intravascular catheter placement. Customer reported that a deep vein thrombosis (dvt) was discovered when catheter was removed. The clot formation was located in the popliteal vein, which is located behind the knee. It is unknown which knee (right or left). The dwell time of the zoll catheter at the time the dvt was discovered and at the time of catheter removal is unknown. There were no vessel injuries caused by the zoll catheter. There was no report of device malfunction reported by the customer. The dvt was mitigated by an inferior vena cava (ivc) filter. An ivc filter is a cone shaped device that is implanted in the inferior cava just below the kidneys. The filter is designed to capture a blood clot that has broken loose from one of the deep veins in the legs on its way to the heart and lungs. Note: per the nursing director, the patient was in a high risk category for dvt. The nurse director also stated that it was inappropriate to place such a large femoral catheter in someone who was normothermic (not actively febrile (feverish)). The rationale was the short life of the catheter and that if the patient spiked a fever on day 3 (for example), the catheter has to be removed on day 4. Since there was no active fever in the patient, it might have been better to place a smaller subclavian (sc) or internal jugular (ij) line with a shorter amount of line in the patient and a longer dwell time.